Event description:
On (B)(6) 2023, a patient underwent a 2-level anterior cervical discectomy and fusion procedure. At the 6-week postoperative visit, a radiograph revealed a screw backout at the inferior level, along with subsidence of the cage at c6-c7. Revision surgery is planned.

Manufacturer narrative:
The implant remains in the patient. Revision surgery is planned. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. A postoperative radiograph image was provided which confirm the event. Based on the information provided, a root cause could not be determined. If additional information, a supplemental report will be filed accordingly.